Manufacturer narrative:
Review of the data log files from the subject event indicated that it was caused by a known software bug brdc-12.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the surgeon was unable to open a previously created patient folder. A medtech field service engineer modified the exams contrast value to enable the patient folder opening.